Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26108. This patient has pns leads (off-label use). It was reported the patient was experiencing high impedances on multiple contacts. Reprogramming was able to provide effective stimulation. Follow up information identified the patient underwent surgical intervention to implant additional leads to provide coverage of new pain and during the procedure one of the leads was explanted because it was determined it was fractured. We are unable to determine which lead was explanted so both leads are reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.